Manufacturer narrative:
Evaluation summary: the device was returned. Solution is observed dried in the device. The plunger is fully deployed. No device damage was observed. Customer indicated the use of an unapproved viscoelastic device. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause may be related to a failure to follow the dfu. An unapproved viscoelastic was used. The use of an unqualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. No device damage was observed. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iol shot out of the injector and penetrated the posterior capsule. The iol was removed and a back up three piece sulcus fixated lens was implanted instead. In a follow up the surgeon reported that the event resolved with treatment. He also indicated the use of an unapproved viscoelastic device during the procedure.